Event description:
Device issue: mislocation-clip. Time of device issue: during vessel closure. Adverse event: unspecified. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "a starclose se that had punctured posterior wall of artery." The treatment was not specified. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.